Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/2/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - how many needles bent? How many needles broke? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Additional information was requested; the following was obtained:- how many devices demonstrated the alleged deficiency? We opened at least 6 sutures- did any needle piece(s) fall into the patient? No- did this event contribute to any patient adverse event? If yes, please explain. No to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Bent needles that broke. Lot change. Additional information has been requested.